Event description:
It was reported that a user experienced difficulty attaching the tubing to the connector on the ilet and required guidance to align the flat side and rotate clockwise to secure the connection; the user also requested information on obtaining replacement protector pieces. Symptoms included none. Outcomes included no impact on health. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the device functioned as designed following correct alignment and connection steps, and no device malfunction was identified. It was concluded that user technique contributed to the reported difficulty and that no device-related injury occurred.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.